Event description:
On (B)(6) 2026, a nurse established an intravenous access for a patient as ordered by a physician. Following standard operating procedures, the nurse performed an intravenous puncture, observed good backflow, and confirmed successful cannula placement. The nurse then removed the needle cone, secured the indwelling catheter, connected the infusion set, and began the infusion. Shortly after the infusion began (or during a rounds check), the nurse noticed a visible gap or loose connection at the junction between the clear extension tubing of the indwelling cannula and the yellow plastic connector (isolation stopper/prn cap end). The medication was slowly seeping or dripping from this gap, wetting the securing dressing and the surrounding skin. The infusion was immediately stopped, and the infusion set¿s clamp was closed. The problematic cannula was removed and replaced with a new one; a new vein was selected for puncture, and the infusion was resumed after a new venous access was successfully established. In this incident, some of the medication leaked through the gap, resulting in the patient receiving a dose lower than the prescribed amount, which may have affected the therapeutic outcome. Additionally, the patient endured the pain and risks associated with a second venipuncture. The infusion therapy was forced to be interrupted, prolonging the procedure time.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.